Event description:
The customer reported to baxter (B)(4) on (B)(6), 2010 an incident where the middle injection port leaked after compounding with this all-in-one empty container. This incident occurred during priming. There was no patient injury or medical intervention associated with this report. No additional information was available.

Manufacturer narrative:
It is unknown if the sample is available at this time. A follow up report will be filed if the sample is returned and evaluated or if any additional information becomes available. (B)(4)

Manufacturer narrative:
(B)(4). Correction: when the customer reported this incident, they provided multiple dates which were thought to be additional dates when the device malfunctioned. Additional information was obtained that confirmed the additional dates were dates when product from that lot number were received by the facility, not dates when the product malfunctioned. Based on this information, no malfunction occurred; therefore, this is not a reportable event. The actual device that malfunctioned and the reported condition are documented under medwatch 6000001-2010-04292.